Event description:
On (B)(6) 2011, an internal sales representative received e-mail notification from a dealer at key medical that an end user was injured because of lack of cushion support on his wheelchair. The sales representative indicated that the end user was making contact with the wheelchair seat or bottoming out because the cushion/pad had no fluid or support. The gel has been needed frequently. His caregivers are very good about maintaining his cushion and are very good at positioning the end user in his wheelchair properly to provide the most support. The end user allegedly developed two pressure sores. The severity of the pressure sores is currently unknown. A service technician completed a visual examination of the wheelchair. It was flat and totally caved in. The cushion was providing no support at all. End user's weight is (B)(6). A new replacement order was entered (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.